Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for troponin t hs (high sensitive) troponin t hs between 2 e601 analyzers. The erroneous result was reported outside of the laboratory. The initial troponin t hs result on the first e601 analyzer was 47.69 pg/ml. This result was reported outside of the laboratory. On (B)(6) 2015 repeat testing was performed on a 2nd e601 analyzer and the results were 9.95 pg/ml and 9.97 pg/ml. The patient is currently hospitalized in the first aid unit. No adverse event due to the device has been reported. The troponin t hs reagent lot number and expiration date were not provided. The field service engineer checked the extra wash system of the analyzer and found a small "ball" of dust.

Manufacturer narrative:
The troponin t hs reagent lot number was 181799. The field service engineer indicated the maintenance status of the analyzer was acceptable. A specific root cause could not be identified. Based on the available data, a general reagent or instrument issue is not likely. A possible root cause may be related to pre-analytical issues. A possible electromagnetic interference cannot be excluded as there are 2 centrifuges placed near the analyzer.